Manufacturer narrative:
It was reported that during clinical use the cardiosave intra-aortic baloon pump (iabp) had touch screen malfunction. There was no adverse event reported. A a getinge field service engineer (fse) was dispatched to evaluate the unit. When pressed the symbol on the cardiosave screen to select it, it worked at the wrong position. Also, there were times when it did not move. It seemed to work at certain positions. Especially at iabp assist ratios of 1:1, 1:2, and 1:3, it seemed to be off compared to other devices. After checking the situation, when ran a touch calibration test, it repeatedly passed and then failed. The fse replaced the touchscreen assembly and the tether assembly to resolve the issue. After replacing the touch screen, tested the touch screen several times, but all of them passed. After that, the service manual inspection was carried out based on. Operation confirmation result was good.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6,h10,h11. Corrected fields: h6 (type of investigation).

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that during use, when customer press the symbol to select it on the cardiosave screen, it works in the wrong position. Customer also said that there were times when it did not shift and seems unstable. There was no particular impact on patients.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.